Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during hyperthermic intraperitoneal chemotherapy (hipec) procedure, after 15 minutes of use, the device had partial sealing while opening of the patient cavity and the trigger got stuck that was why it would not seal. There was evidence of energy delivery and end tones were heard. The cycle would not complete, "incomplete seal cycle". Another ligasure device was used successfully with the same generator with software version 4.0.6. There was no bleeding. There was no patient injury.